Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy for atrial fibrillation (af) with rapid ventricular response (rvr). The device delivered four bursts of anti-tachycardia pacing (atp) and five electric shocks. No additional adverse patient effects were reported. This device has been explanted due to normal battery depletion (nbd). No adverse patient effects were reported. It is not expected to receive this device for analysis.